Manufacturer narrative:
The insulin pump was programmed with the current time and date then monitored; the time and date functioning properly and no time loss or gain anomaly was noted. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The pump was uploaded using carelink pro; carelink pro listed all test data and no history anomaly noted on carelink pro. The insulin pump passed displacement test and self test.the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump had a time and date anomaly. Customer's blood glucose level was not reported. The device was not returned.